Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that several auto mode switching episodes due to noise on lead were observed. Noise was reproducible with arm movement. Physician decided not to take any further action.